Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed.

Event description:
Procedure performed: nephrectomy, see linked (B)(4) related to the second device malfunction. (More info will follow, eg. Incident date, lot nr., etc...) Translation: during a nephrectomy the surgeon [.....] Opened one after another 2 cd004 in the same surgery and with the following problem: bag did not remain inserted into the metal prongs and fell into the abdomen during the positioning of the anatomical piece making recovery impossible. In the second case ((B)(4)) to extract the bag surgeon made a small laparotomy of 5 cm. Currently they did not keep the samples and packaging interested in the event. Additional information received (in (B)(6) language) via email from applied medical team member, 2 july: translation of the email the described events are the following: during a nephrectomy surgery on (B)(6) 2018 they inserted during the same procedure of nephrectomy in video laparoscopy (vdl) a first bag cd004 through a balloon trocar applied of 12 mm. The shaft was correctly moved until the end but the bag seemed to be non correctly in place on the prongs and it fell into the abdomen not allowing to put the kidney inside. The cord of the bag stayed partially outside of the trocar, as usual, to allow the subsequent extraction. We do not know the lot number for this bag. They opened another cd004 (possible lot. 1316268 exp. Date 25 jan 2021) and they experienced the same issue (see linked (B)(4)).once they inserted the shaft and moved it completely through the trocar, the bag was not in the prongs and fell into the abdomen. The customer did not notice if the cord was properly connected. The nurse confirms that issue is not related to a problem with the welding of the bag. The customer, after the bags falling into the abdomen, removed both of them pulling via the cords through the trocar and afterwards after the removal, enlarged the incision of the trocar of 12 mm in order to extract the kidney without the bag. It was not reported any issues on the patient. The surgical team responsible person informed the they won`t communicate the events to the ministry of health. As mentioned before, packaging were disposed of. Type of intervention: ni. Patient status: no reported issues on the patient.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.